Manufacturer narrative:
The device was returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. Functional test found the fuses were blown, the unit had no power. The returned 009300xspt light source presents with user identification stickers, the cover is nicked and scratched, the bezel is cracked, the interlock switch is bent. The mirror is cracked and the lens and bracket are glued together. The lamp failed lumens: (450l). The reported complaint was confirmed. The root cause was considered a defective power supply. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A customer reported that the 009300xspt assembly, 9300xsp l/s w/awos t had no power. Additional information received on 31aug2018 indicated that the patient was prepped for surgery. There were no delay in surgery due to the equipment malfunction nor patient impact was noted. No other clinical information were received.